Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during a rectosigmoidectomy procedure, the instrument did not fire. Another like device was used. There was no pt consequence.